Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "downstream occlusion" alarm. The pressure switch test and visual inspection were conducted. The reported issue was unable to be duplicated. The pump's pressure switch test was performed and the results were found to be within the pump's manufacturer specifications. However, the fluid ingressions were found on the downstream occlusion sensor and air bubble seal cover. It was recommend that the downstream occlusion sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the psi test (42-46). The issue occurred during testing and there was no patient involvement.